Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery pack and charger was experiencing faults.